Manufacturer narrative:
Continued from concomitant medical products and therapy dates section. Cook, quantum inflation device, qid-1, cook, acrobat calibrated tip wire guide, acro-35-450. Initial reporter section: occupation - unknown. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The wire guide was not included as part of the return our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a 60cc syringe was filled with water and attached to the balloon inflation port. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed from a pinhole near the distal end of the balloon material. A visual examination of the catheter also showed 2 kinks located at the 111.5cm and 165cm locations as measured from the distal tip of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a pinhole/hole in the balloon material is if the balloon material comes into contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilator are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that the acro-35-450 was used off-label, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a eclipse ttc wire guided balloon dilator. The physician lubricated the balloon with water, applied negative pressure to the balloon, and advanced the device to the desired position. The physician attempted to inflate the balloon but it failed to inflate. The device was retracted and three (3) holes were found leaking water out of the balloon. The user changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.